Event description:
It was reported the customer experienced an error message during the laser treatment of the patient's first eye, leading to the abandonment of the treatment. The patient will now receive treatment at a different clinic. The surgeon stated that he typically uses bed energy of 1.00 UK and 0.95 j for the side cut, but had increased the side cut energy to 1.00, matching the bed energy. The optimax laser engineer suggested that the error message might have been caused by having the same energy value programmed for both bed and side cut. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. System is not an implantable device. Section d6b - explant date: not applicable. System is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h6 -device code: 1110: system error during procedure. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.